Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was reported that the insulin pump had low battery alarm. It was reported that they were able to clear alarm and rewind the insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alarm noted in the long trace or device history. (B)(4).